Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2013. According to the complainant, post procedure the patient developed retention of urine. On (B)(6) 2013, the tape was cut on the right side to relieve retention. Leakage of urine recurred immediately but also obstructive voiding. Upon follow up on (B)(6) 2014, the tape was palpable on the left side but no erosion was noticed. The patient was started on six months of prophylactic antibiotics for recurrent urinary tract infection. On (B)(6) 2014, patient¿s cystoscopy was noted to be normal. Currently, the patient is on clean, intermittent self-catheterization (cisc).